Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose 8 mmol/l at the time of incident. The customer reports clearing the alarms and the insulin pump is then working normal. The customer did troubleshoot the issue and states using recommended batteries. The technician advised the customer returning and replacing insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. An unexpected replace battery now alarm was present in the pump history file due to connector resistance issue due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained keypad overlay buttons, missing serial number label, missing end cap address label and corrosion in battery tube.